Event description:
It was reported that preventative maintenance not possible to perform according to an chiller circuit issue. Chiller temperature (t4) did not fall, it was determined to an chiller unit issue. During initial test, it was observed that the device was overfilled and level sensor did not perform properly. Depot repair was required. Per wo update on 30jan2023, preventative maintenance failed due to a chiller circuit failure. T4 did not fall. Onsite failures were the level sensor was defective and the device was overfilled.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. During evaluation, it was confirmed that the chiller was not functioning to specification. Chiller unit replaced. During initial test onsite, it was observed that the device was overfilled, and level sensor did not perform properly. Level sensor performed appropriately and device drained with no issues. As5000 system passed all tests, is functioning properly and is ready for use. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. The DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: the labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that preventative maintenance not possible to perform according to an chiller circuit issue. Chiller temperature (t4) did not fall, it was determined to an chiller unit issue. During initial test, it was observed that the device was overfilled and level sensor did not perform properly. Depot repair was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.